Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that there was dirt on the endoscope's lens during use. The dirt did not come off even though the or staff wiped the tip of the endoscope. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.